Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entanglement on guide wire and tip separation occurred. The target lesion was located in the moderately tortuous and moderately calcified circumflex artery. An opticross imaging catheter was selected for use. After an unknown guide catheter was advanced, two unspecified guidewires were inserted; one was for the opticross imaging catheter while the purpose of the other one is unknown. During the procedure, it was noted that lost image occurred and then the opticross imaging catheter entangled with the two unspecified guidewires. The opticross imaging catheter was pulled out forcefully; however, the tip of the catheter broke at the y connector of the unknown guiding catheter. The opticross imaging catheter was successfully removed together with the whole system. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned without a portion of the distal tip. Device analysis revealed a damage on the distal tip and kinks in the distal sheath assembly. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup were encountered in the double heat shrink area in the telescope area and began 2.5 cm from the distal end of the connector shaft. The resistance testing was not able to perform due to the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter entanglement on guide wire and tip separation occurred. The target lesion was located in the moderately tortuous and moderately calcified circumflex artery. An opticross imaging catheter was selected for use. After an unknown guide catheter was advanced, two unspecified guidewires were inserted; one was for the opticross imaging catheter while the purpose of the other one is unknown. During the procedure, it was noted that lost image occurred and then the opticross imaging catheter entangled with the two unspecified guidewires. The opticross imaging catheter was pulled out forcefully; however, the tip of the catheter broke at the y connector of the unknown guiding catheter. The opticross imaging catheter was successfully removed together with the whole system. No patient complications were reported and patient's status is stable.